Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02-apr-2026, arthrex was notified via email of a case study published in 2025 by the journal of shoulder and elbow surgery, titled ¿variability in ultimate humeral height of an inlay humeral stem does not impact outcomes following reverse shoulder arthroplasty¿. The study reviewed one hundred ninety-four (194) patients who underwent primary reverse total shoulder arthroplasty (rtsa) to address cuff tear arthropathy (126 patients), massive rotator cuff deficiencies (21 patients), osteoarthritis (45 patients), and avascular necrosis of the humeral head (2 patients), using the arthrex univers revers modular glenoid system. During the minimum two (2) year follow-up period, four (4) patients experienced acromion fractures. Source: mendoza, m. A. S., werner, b. C., denard, p. J., lin, a., romeo, a., shah, a., ... & brolin, t. (2025). Variability in ultimate humeral height of an inlay humeral stem does not impact outcomes following reverse shoulder arthroplasty. Jses international.